Manufacturer narrative:
Conclusion: there is no documentation in the complaint file to support a direct machine malfunction causing the patient to be fluid overloaded and hyperkalemic requiring hospitalization as the patient was not connected to the liberty cycler during the adverse event. Additionally, if the patient had access to manually supplies it is doubtful that the patient would have missed any pd treatments. However, it is highly likely that the patients¿ need for hospitalization was a direct result of the 2 missed treatments related to the delay of delivery of the replacement cycler and the absence of manual pd supplies which contributed to the missed treatments. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in complaint file was reviewed by a post market surveillance clinician. It was reported by the patients¿ wife that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017. It appeared while on vacation the patient was not able to complete continuous cycler-assisted peritoneal dialysis (ccpd) treatment the evening of (B)(6) 2017 due to system error alarms during setup. According to the patient¿s wife (follow up call (B)(6) 2017) a replacement cycler was scheduled be delivered to their resort on saturday ((B)(6) 2017), but the cycler did not arrive. Although, the patient was trained on performing stat drains as well as manual pd, since they were on vacation they did not bring any manual supplies. As a result the patient missed two nights of ccpd therapy and no manual pd therapy was performed. This led to the patient being hospitalized on (B)(6) 2017 with fluid overload and hyperkalemia. The patient¿s wife reported the patient received adequate peritoneal dialysis therapy while hospitalized and was scheduled to be discharged on (B)(6) 2017 and was to resume ccpd therapy once discharged. The new cycler was received.